Manufacturer narrative:
CAPA implemented to ensure heater alignment of the cassette to prevent melting risk assessment attached - risk deemed acceptable original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk. Their response as follows: thank you for providing the ack3 file and investigating the issue with the reports. Please note, your firm's fei number is the first part of the "MFR report number" . We checked the FDA establishment registration & device listing database and it shows mesa biotech inc. Fei number as (B)(4). Please re-open your submissions in esubmitter, correct the report numbers using your firm's real fei number to correct the issue and resubmit the files in webtrader.

Event description:
Customer called in about melting cassettes. No adverse event occurred. Risk assessment performed. The used devices were not returned to the manufacturer. The manufacturer has confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.